Event description:
Risk management stated that after wearing the gloves a physician in 2001 developed a rash, itching/burning, and then difficulty breathing. The physician then went to the emergency department where the physician was given solumedrol and an antihistamine. The physician was sent home on prednisone and an antihistamine. The physician is now doing fine.